Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. The stm reported that each battery lasted more than 65 minutes while running the unit on 130 bpm. The unit passed full calibration, functional testing and safety checks to factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) battery continuously depleted. There was not patient harm or injury and no adverse event reported.